Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the first of four reports. Refer to 9611594-2021-00105 for the second report. Refer to 9611594-2021-00106 for the third report. Refer to 9611594-2021-00107 for the fourth report. It was reported that the "cuff of et [endotracheal] tube disconnected." The device was replaced. Additional information received 26-jul-2021 indicated "no items were retained or lot numbers recorded. Patients are all safe with no intervention required and no harm was caused."